Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right middle cerebral artery (mca) using a neuron select catheter 5f (5f select). During the procedure, prior to advancement into the patient, the physician flushed the 5f select and attempted to advance a guidewire. However, the physician experienced resistance while advancing the guidewire and reported that it was unable to advance through the 5f select. The 5f select was therefore removed and was not used in the procedure. The procedure was completed using another 5f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned 5f select was ovalized from approximately 119.0 cm to 122.0 cm from the hub. Conclusions: evaluation of the returned 5f select revealed an ovalization on the distal shaft of the catheter. If the catheter is forcefully gripped or pinched during the procedure, the catheter may become ovalized. The ovalization on the catheter likely contributed to the reported resistance while advancing the guidewire. During functional testing, a test mandrel was unable to be advanced through the ovalized location on the 5f select. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.